Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set experienced a flow issue while in use with a novum iq large volume pump. The issue was described as the pump drawing from both the secondary and primary bags (unspecified). Additionally, when the primary line was clamped with the small blue clamp, the pump stopped infusing entirely and indicated an occlusion. This was observed during use with unspecified hazardous medication; however, patient involvement was not specified. There were no reports of patient injury or medical intervention associated with this event. No additional information is available.